Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the co2 would not flow through the btt insufflation port on the vaso view 7xs. The same device was used to complete the procedure by applying a catheter in the tip of the insufflator port. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
The device was returned to the factory for evaluation. Visual inspection revealed no non conformities with the device. There was no evidence of clinical usage and no blood on the device. The co2 insufflation port of the short port btt was tested by applying air to the insufflation valve. The air passed through the channel without any restriction. Based upon these findings, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. (B)(4).